Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula was retracted and bent inside of the sensor. Unable to confirm if the customer received the sensor in said conduction due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with the sensor and the transmitter not connecting. Customer's blood glucose was 92 mg/dl. She went on to state the transmitter did blink after fully being charged. Customer was advised to remove the sensor. Initially she stated the cannula was a little kinked but then she stated she noticed the electrode was split. Customer declined troubleshooting for the lost sensor alarms. Customer agreed to return the device for analysis.